Manufacturer narrative:
It was reported that a revision surgery was performed due to unspecificied reasons. The associated journey ii bcs articular insert was not returned for evaluation. Thus a product evaluation could not be performed. As no specific reason for report was provided, device history record and complaint history review cannot be completed. No clinical relevant documents were provided to conduct a thorough medical assessment. No medical analysis is warranted at this time. Without the return of the actual product involved and no reason for report provided, our investigation of this report is inconclusive. No further investigation is warranted for this complaint; however smith and nephew will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, the complaint will be reopened.

Event description:
It was reported that a revision surgery was performed due to "unspecificied" reasons. This is the third revision surgery this patient "had went" through.